Event description:
It was reported that there was alarm "no disposable pump don`t run." There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, internal inspection, functional testing, and event history log review; the customer problem was duplicated. The pump was found to be alarming "no disposable." The pump was in good condition, no physical damaged was found, and the labels were undamaged, and the tamper seal was missing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the downstream occlusion (dso) sensor containing the cassette detection switch.